Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd extension set 2-way maxzero¿ the device was misassembled. The following information was provided by the initial reporter: IV saline lock has three ports instead of two ports and a place to attach the saline lock to the IV hub.

Event description:
It was reported that during use with bd extension set 2-way maxzero¿ the device was misassembled. The following information was provided by the initial reporter: IV saline lock has three ports instead of two ports and a place to attach the saline lock to the IV hub.

Manufacturer narrative:
H6: investigation summary: a complaint of set having three ports instead of two was received from the customer. A photo was provided by the customer where the set is seen misassembled. An extra maxzero is assembled in place of the male luer. A device history record review for model mz5316 lot number 23019331 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 23jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The probable root cause for this defect is an error during the assembly process. The manufacturing plant was notified of this defect, and an investigation was completed. After investigation, the possible root cause for misassembly was related to not correctly following the assembly procedure. As a containment action, a quality alert was created and communicated to production personnel to inform this failure mode and reinforce the operations described in the procedure to carry out a correct assembly (components described in the operations flow).